Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a suspected pneumothorax following the implant of this right atrial (ra) lead. The patient remained hospitalized an extra night given the need for a chest tube. This ra lead remains implanted. No additional adverse patient effects were reported.